Event description:
It was reported that the insulin pump alarmed motor error followed by a compromised forced sensor system alarm. Customer's blood glucose reading was 265 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Motor error alarm was not verified and occlusion, prime, and excessive no delivery tests weren't performed due the compromised force sensor system alarm. The motor passed the motor test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.